Event description:
A caller reported that the insulin gauge displayed an amount different from what was expected, noting a discrepancy between the actual fill estimate of 80 units and the expected 260 units. There was no adverse impact to the customer¿s blood glucose level. The caller had not taken any corrective actions and continued to use the cartridge. Technical support explained that this difference could occur due to variations in measured pressures affecting the calculation of the insulin amount. Once the remaining amount equaled the static number displayed, the fill estimate would resume counting down normally. The caller understood and acknowledged this explanation.